Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) were unable to connect to their cp. The patient underwent implantable pulse generator (ipg) revision procedure. Patient is doing great postoperatively. Hospital kept the device and is unable to be returned.

Event description:
It was reported that the implantable pulse generator (ipg) were unable to connect to their cp. The patient underwent implantable pulse generator (ipg) revision procedure. Patient is doing great postoperatively. Hospital kept the device and is unable to be returned.

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.